Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was partially confirmed. The insertion section was wrinkled, and the airway supply from the nozzle was unsmooth; however, no foreign material could be found. Additionally, the angle was deemed insufficient. The object lens was worn. The switches as well as the light guide tubing had both deteriorated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus evis lucera colonovideoscope had a wrinkled insertion section and clogged nozzle noted during an unspecified procedure. According to the initial reporter, the staff continued and completed the case with the subject device without any harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that foreign material such as adherent of gauze, foreign material originated from the peripheral device, body fluids and chemical solutions clogged in the nozzle because of inappropriate reprocessing after the previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscopes insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual_ precleaning the endoscope and accessories: warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: cleaning, disinfection, and sterilization procedures_ clean the external surface: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Removing detergent solution from all channels. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor field performance for this device.